Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/26/201. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the returned battery cap and cartridge cap were used to complete investigation. The pump was unable to power on and was found to be completely unresponsive due moisture corrosion. There was no damage found to the keypad; however, the keypad buttons were unable to be tested due to the moisture and corrosion. The keypad was removed; there was no contamination or damage found to the key contacts. The pump¿s cover was removed; there was moisture corrosion found inside on the display screen, the battery cap, the cgm module, the circuits, the power pcb and to the keypad flex/connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.